Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) study. This complaint is being reported based on the event of atelectasis treated with medication and requiring hospitalization. On (B)(6) 2014, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lung. No issues were noted with the device. According to the complainant, following the procedure, the patient experienced atelectasis and chest pain. The patient was hospitalized and treated with medication. The exact medication type was not reported, however, it was noted that systemic corticosteroids were not administered. On (B)(6) 2014, the patient was discharged from the hospital and the event was considered resolved with sequelae. Baseline spirometry values. Visit date: (B)(6) 2014. Pre-bronchodilator. Fev1: 00.82. Fev1 % predicted: 51.00. Fvc: 1.48. Fvc % predicted: 75.00. Post-bronchodilator fev1: 00.95 fev1 % predicted: 59.00 fvc: 1.61 fvc % predicted: 81.00. Additional information received on january 22, 2016: the patient was hospitalized and treated with deflazacort for the atelectasis and chest pain. The event was considered to be resolved on (B)(6) 2014.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on november 20, 2014 as part of the (B)(6) clinical study. This complaint is being reported based on the event of atelectasis treated with medication and requiring hospitalization. On (B)(6) 2014, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lung. No issues were noted with the device. According to the complainant, following the procedure, the patient experienced atelectasis and chest pain. The patient was hospitalized and treated with medication. The exact medication type was not reported, however, it was noted that systemic corticosteroids were not administered. On (B)(6) 2014, the patient was discharged from the hospital and the event was considered resolved with sequelae. Baseline spirometry values: visit date: (B)(6) 2014. Pre-bronchodilator: fev1: 00.82, fev1 % predicted: 51.00, fvc: 1.48, fvc % predicted: 75.00. Post-bronchodilator: fev1: 00.95, fev1 % predicted: 59.00, fvc: 1.61, fvc % predicted: 81.00. **additional information received on january 22, 2016** the patient was hospitalized and treated with deflazacort for the atelectasis and chest pain. The event was considered to be resolved on (B)(6) 2014. **additional information received on 09mar2017** the event name was updated from 'atelectasis and chest pain' to just 'atelectasis'. On (B)(6) 2014 the patient was admitted to the hospital for the bt procedure. On (B)(6) 2014 following the bt procedure, the patient complained of chest pain. The chest pain was a symptom of atelectasis. Chest x-ray was performed and showed slight loss of volume in right hemithorax with signs of inflammation in the lower region. The patient was treated with deflazacort and was discharged from the hospital on (B)(6) 2014 with prescriptions for levofloxacin and zamene and paracetamol prn (as needed).

Manufacturer narrative:
(B)(4). Study source: bsc bt registry clinical study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the bsc bt registry clinical study. This complaint is being reported based on the event of atelectasis treated with medication and requiring hospitalization. On (B)(6) 2014, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lung. No issues were noted with the device. According to the complainant, following the procedure, the patient experienced atelectasis and chest pain. The patient was hospitalized and treated with medication. The exact medication type was not reported, however, it was noted that systemic corticosteroids were not administered. On (B)(6) 2014, the patient was discharged from the hospital and the event was considered resolved with sequelae. Baseline spirometry values visit date: (B)(6) 2014. Pre-bronchodilator: fev1: 00.82, fev1 % predicted: 51.00, fvc: 1.48, fvc % predicted: 75.00. Post-bronchodilator: fev1: 00.95, fev1 % predicted: 59.00, fvc: 1.61, fvc % predicted: 81.00.